Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set experienced a no flow event. A service representative was able to show the customer that they "were not fully engaging the syringe to open the second seal, and were able to get flow from the actual valve." There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.